Event description:
It was reported that a non-sustained rv over-sensing episode due to under-sensing was detected on the device via a review of remote transmission. Further review of the episode indicated that the cause was due to pseudo pseudo fusion. The patient presented to the clinic, and device reprogramming was made. No additional episodes have been seen. The patient was asymptomatic.